Manufacturer narrative:
Pump received and inspected: the device had come in contact with liquid/drug. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. In this case the water penetration damaged the electronics. The pump remains in the company for scrapping, since it is over its expected life (4 years). No consequences for the patient.

Event description:
The customer reported the following: "during therapy no display indication anymore. Perhaps pump is getting wet."